Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent a trial implant procedure. The patient reported increasing stomach and back pain in post-op. The physician decided to explant the lead and released the patient to go home. Later that day the patient reported losing control of his right leg. The physician instructed the patient to go to the ER. The ER physician evaluated the patient and determined everything was ok. The patient was prescribed pain medication and released. Follow-up revealed the patient has fully recovered.